Manufacturer narrative:
Concomitant product: 5076-58 lead, implanted: (B)(6) 2013, 5867-3m adaptor, implanted: (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for atrial undersensing. The device was noted with pacing lower than the programmed lower rate. The device remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing and high thresholds due to dislodgement. It was noted that the undersensing also caused the device to pace at a lower rate. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.